Event description:
According to the report, the surgeon observed leakage from a pediatric neurosurgery pt and decided to perform a follow-up procedure approx 8 weeks later. Upon reopening the pt, the surgeon observed that bioglue never adhered to the tissue and formed as a lump.

Manufacturer narrative:
MFR did not receive form 3500a from user. This investigation is ongoing and add'l info will be provided in a follow-up report.